Event description:
It was reported that a revision surgery was performed due to suspected loosening. The insert and the tibial baseplate were removed, the femur was well fixed.

Manufacturer narrative:
Please review attached for the investigation results.